Manufacturer narrative:
(B)(4). There was no reported device malfunction, and the product was not returned. The reported patient effect of stenosis is known as a potential patient effect as listed in the supera instructions for use. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication the reported patient effect was caused by, or related to the design, manufacture or labeling of the device. A review of the job traveler for this product could not be performed because the lot number was not reported.

Event description:
It was reported that the initial procedure was performed on (B)(6) 2015 to treat a lesion in the left superficial femoral artery with heavy calcification. The 5.5 x 150 mm supera stent was deployed for treatment. The stent was confirmed to be fully apposed to the vessel wall with intravascular ultrasound (ivus). On (B)(6) 2015, the patient returned with in-stent restenosis. No additional information was provided.